Event description:
It was reported that the surgeon inserted a cq2015a three silicone lens on (B)(6) 2011 and could not get the lens seated properly in the eye. The surgeon stated he inserted and removed this lens from the eye three times trying to get the correct placement. At this point, the surgeon became concerned with integrity of the eye and decided to implant an acl. There was no patient injury. The surgeon stated the incident was caused by the pre-existing condition of the eye and not related to the lens.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) no consequences or impact to the patient. Lens would not seat properly in the eye. Visual inspection of the returned lens showed the lens was returned in liquid and there was no visible damage observed. (B)(4).